Event description:
Customer reports, the "yellow ring" on the syringe, which moves with the safety shield, failed to operate properly. As a result of this, the mechanism failed and the safety fell off scraping his/her arm with the needle. The clinician was seen at the occupational clinic for evaluation.